Manufacturer narrative:
A review of the mfg paperwork has been conducted. The review of the mfg records for the device verified that the lot met all pre-release specifications.

Event description:
On (B)(6) 2011, a female pt was implanted with the gore hybrid vascular graft in an av access procedure in the basilic vein. It was reported to gore that on (B)(6) 2011 the pt presented with a thrombosed graft and a declot procedure was performed. An extension to the axillary vein procedure was also performed. The pt is doing fine and on long-term anticoagulation.